Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker, cracked end cap and loose drive support disk. The motor was not falling out of the device. (B)(4).

Event description:
Customer reported via phone call loose drive support cap. Customer advised the motor is falling out of the insulin pump and they are not sure how it happened. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.